Event description:
The customer reported via phone call that they were experiencing high blood glucose for the past few days. Customer also reported their blood glucose would rise from 91 mg/dl to 350 mg/dl over a short period of time. The customer's current blood glucose was 236 mg/dl. The customer reported feeling nauseous and tired from their blood glucose. Customer also stated they treated their high blood glucose with the insulin pump. Troubleshooting did not find any air bubbles present on the insulin pump. The customer also reported having low blood glucose around 35 mg/dl. Customer stated they could not open their eyes when experiencing low blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.